Manufacturer narrative:
Lot numbers # 18h022, 18j012, and 18m006. Four single-use devices were received for evaluation. Visual inspection of three of the devices did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luers of all three devices. A functional flow rate test was performed on each device, and the flow rates were found to be within specification. The reported condition was not verified. The devices were found to be conforming product. Visual inspection on the fourth device did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, there was no flow coming out at the luer. Microscopic inspection of the luer revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer body. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five small volume folfusors did not flow. Four of the devices did not flow during infusion, and one device did not flow during prime. Of the five events, one did not involve a patient, and four involved a patient with no patient consequences. Of the reported patients, one of the patients was male, two were female, and the gender of the fourth patient was unknown. One patient was (B)(6) years old and one patient was (B)(6) years old. Ages were unknown for the other two patients. No additional information is available.